Manufacturer narrative:
The associated legion non-sterile visionaire adaptive guide kit was not returned for evaluation. Therefore a product evaluation could not be performed. However, case details have been provided. Therefore, an evaluation was conducted based on the information received. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, no root cause could be found for the complaint. All parts of the design were within visionaire standards. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical evaluation noted that no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the anterior slope cut into the tibia - noticed after they made the cut. Put metal recut on and eyeballed the slope. Less than 30 minutes of delay was reported and a backup device was available. The surgeon had to do extra cuts to complete the surgery.